Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received a result of "hi". The normal range was 106-147 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for eval. A new breeze2 meter kit was sent to the customer.